Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed called and reported pump won't recognize set. No patient harm, no report of stopped active infusion. Biomed will clean pins, run test infusion and send logs. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was not returned, therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.